Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had a physically damaged cable causing an electrical short leading to heat. One (1) event had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a physically damaged cable causing an electrical short leading to heat. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation.  Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a damaged power cord. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.